Event description:
It was reported in article in the journal, "angiology" titled, "inferior vena cava filter complication with penetration into the abdominal aorta" that sometime later post inferior vena cava filter placement procedure for acute deep vein thrombosis on the left femoral and popliteal veins, patient developed with low back pain. Reportedly, the physicians attempted to remove the filter through the endovascular retraction method and subsequently failed. Furthermore, a computed tomography angiography was performed which showed that the filter strut perforated the inferior vena cava. However, the filter was removed through the open surgical approach without any complications and discharged on the third post-operative day.

Manufacturer narrative:
H11: makoto haga, akihiro hosaka, takuya miyahara, katsuyuki hoshina, kunihiro shigematsu, toshiaki watanabe (2014). Inferior vena cava filter complication with penetration into the abdominal aorta. Annals of vascular diseases, 7(4):413¿416. Doi: 10.3400/avd.cr.14-00066. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: makoto haga, akihiro hosaka, takuya miyahara, katsuyuki hoshina, kunihiro shigematsu, toshiaki watanabe (2014). Inferior vena cava filter complication with penetration into the abdominal aorta. Annals of vascular diseases, 7(4):413¿416. Doi: 10.3400/avd.cr.14-00066. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Two radiographic images and one electronic photo were provided and reviewed. In figure 1(a), abdominal CT angiography. The proximal and distal segments of the filter are observed outside the limits of the cava, close to the infrarenal segment of the aorta. Figure 2(b) longitudinal cavorrhaphy with 5-zero vascular prolene after cavotomy with filter removal. Therefore, based on the image review, the investigation is inconclusive for the reported difficult to remove as no objective evidence was provided to confirm the event. However, the investigation is confirmed for the reported perforation as the proximal and distal segments of the ivc filter were observed outside the limits of the vena cava and near the infrarenal abdominal aorta. Based upon the available information, the definitive root cause is unknown. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in article in the journal, "angiology" titled, "inferior vena cava filter complication with penetration into the abdominal aorta" that sometime later post inferior vena cava filter placement procedure for acute deep vein thrombosis on the left femoral and popliteal veins, patient developed with low back pain. Reportedly, the physicians attempted to remove the filter through the endovascular retraction method and subsequently failed. Furthermore, a computed tomography angiography was performed which showed that the filter strut perforated the inferior vena cava. However, the filter was removed through the open surgical approach without any complications and discharged on the third post-operative day.